Event description:
The motor is allegedly grinding and leaking grease. No injury is alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol ivc-cef0010-01 determined this is an MDR. At the time of the compliant leaking grease was not considered an MDR. There is a potential for slip and fall so we now file. No RMA had been initiated for this issue. Model tdxsi-2, serial number/date code (B)(4) was approximately 6 months old at the time of the incident. The owner's manual part number 1154294 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.